Event description:
Pt implanted in nasolabial, lip vermilion and oral commissures in 1998. Onset of implant palpable and extrusion, wound drainage, swelling and pain in lips 12/31/1998. Pt treated with cipro, augmentin and revised in 1999.